Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation identified the root cause of the reported event to be the wrong accessory being used with the unit. The ldv model uses a verisphere and the unit would not function correctly with a wand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not detecting the sponge. The console was isolated as the cause because the wand was tested. There was no patient involvement.